Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt hadn't been getting any assistance or help from the ins. Caller stated pt didn't get relief and they didn't even know if the ins was on or off. Agent reviewed information on how to check if stim was on; caller confirmed that stim was on - controller was at 100%, ins was at 50%; group b at intensity of 5.3. Agent walked caller through turning stim up, but pt did not seem to notice any difference. Agent asked event date of lack of relief from ins and caller said 'pretty much' since implant date, may have worked for a little bit, but pt may have just been having some 'good days' due to not being as active on those days; start date was unknown. Additional information  was received stating caller reported pt's ins had been visibly bulging for at least over a month and was really hurting pt on their left side, around to the front of their waist, when walking and bending over; when pt got up this morning they could hardly walk or bend over due to discomfort. Caller noted when pt first got the implant, they had trouble finding the location on their own; now you could see the ins sticking out from at least 5 ft away. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned pt met with the medtronic reps multiple times, and they had been unsuccessful with past attempts of reprogramming. Agent asked, caller didn't recall the first time the pt met with a rep to assess the issue or to get reprogramming done; said their hcp would have those records. Caller also mentioned hcp told them the connections seemed fine and everything seemed to be in place, and was okay for ins to bulge; but caller was wondering if the connections w ere solid. Agent offered to send list of alternative physicians and caller accepted; emailed caller physician listing. Caller said they planned to ask their current hcp for imaging, then may want to follow up with alternate hcp for opinion. The manufacturer representative (rep) reported that the patient started experiencing new pain at the ins site. The pt had also reported their incontinence had gotten worse when they would increase their settings on their stimulator, but would resolve if they lowered the settings. The worsening incontinence was reported to be resolved at this time. Additionally, the pt reported they were not getting relief from the device, but the rep reported the pt had refused any additional titrations of the therapy. The pt had stated they would like the device removed, however, explant was not planned yet. The rep reported they would provide additional information if and when additional information becomes available. Additional information was received from the manufacturer representative (rep). Rep clarified that patient has had incontinence for many years, date of start is unable to be determined. Rep reported there was no new information or surgery scheduled as yet regarding the patient's prior statements about having the device removed. Additional information was received from the manufacturer representative (rep). It was reported that patient never got enough pain reduction, had a return of pain. Numerous reprograms and tried all of our therapies. Patient in the end wanted it to be removed. The issue was resolved with explant. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.